Event description:
It is reported that the device was implanted in 2008. Pt fell twelve days later, and had a periprosthetic fracture. Pt presented 1 week later with a dislocation as the prosthesis had subsided. Revision surgery occurred in the same month.

Manufacturer narrative:
Evaluation summary: per indicates that device subsidence was due to pt fall. Device and x-rays are not available to make engineering decision. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.